Manufacturer narrative:
(B)(4). Method - lens work order search medical review. Results - a lens work order search was performed and no similar complaints were found within the same work order. Medical review - review of this file indicates that the pt experienced toxic anterior segment syndrome (tass) 1 day post icl implantation. Tass is a sterile inflammation, associated with photophobia, pain and decreased visual acuity. This syndrome presents with postoperative inflammation with no obvious cause. Tass is commonly due to nonphysiologic factors and are often the result of pt's reaction to abnormal solutions, contamination of equipment, and/or devices. Conclusions: based on the complaint history, work order search and medical review, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated, the surgeon implanted a micl 12.6 mm implantable collamer lens in the pt's right eye. The pt developed toxic anterior segment syndrome (tass) one after lens implantation. Severe inflammation was noted a couple of days after lens implantation. Mild corneal edema with associated fibrin in pupillary opening, anterior. The pt is recovering well with increased antibiotics and steroids. Pressure is good, no change in visual acuity. Lens remains implanted.